Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump alarmed motor error. The customer's blood glucose was 361 mg/dl. The customer stated that there were cracks and damages on the insulin pump. The customer does not use the sensor feature. They were able to rewind the device. The discontinuation of the device was advised. The customer stated that they had a new insulin pump that they would revert to. Assistance was provided with programming the new insulin pump. Nothing further was reported.